Event description:
It was reported that the user contacted support for assistance changing supplies on the ilet and was unable to locate the rewind screen; the device was found on the fill tubing page while the user was disconnected, and after guided steps to return to the main screen, the supply change was completed and insulin delivery resumed, with a documented blood glucose of 269 mg/dl attributed to the disconnection. Symptoms included hyperglycemia, with the user reporting no physical symptoms. Outcomes included no health consequences or impact and no need for medical intervention or outside assistance. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.